Event description:
Customer reports back to back testing on the same meter while using the advantage sys with results of 80mg/dl and 140mg/dl. L1 quality controls were run and out of range. No adverse event reported. Customer no longer has strips that were used; a replacement was sent.